Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized; however, it was not reported if the patient was hospitalized for the peritonitis event. Treatment for peritonitis was not reported. It was further reported that the patient experienced a lung and blood infection. Treatment was not reported. It was reported that the patient passed away while in the hospital. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. Pd therapy was ongoing prior to death or at the time of death. No additional information was available.